Event description:
It was reported that the patient heard the device "beep" and two days later when the patient presented to the clinic for a routine follow-up, it was noted that the device was unable to be interrogated even when another programmer was used and there were no tones with use of the magnet in the programmer head. The device was at end of life (eol) and had sudden early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient heard the device "beep" and two days later when the patient presented to the clinic for a routine follow-up, it was noted that the device was unable to be interrogated even when another programmer was used and there were no tones with use of the magnet in the programmer head. The device was at end of life (eol) and had sudden early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: destructive analysis was performed by removing components adjacent to the scsp and performing sem inspection. A visual inspection of the exposed copper traces along the crystal side of the scsp (small chip scale package) (u10) revealed the presence of foreign material between traces 28 (vref) and 29 (avss). A scanning electron microscope (sem) inspection noted a copper anomaly between these two traces. Simulations of leakage paths from the vref node to the avss node in the hybrid system breadboard were consistent with the reported field failure conditions in this device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed; the analysis was inconclusive/incomplete. Analysis confirmed that the device had no telemetry and no output. The battery was measured to be at 3.15 volts and during this measurement procedure, the device started to alarm "beeping" and after this, telemetry was noted to be functional. The device was interrogated and several power on resets (pors) were noted. The device was noted to be functioning nominally upon receipt and throughout the analysis. The pors were confirmed. Various attempts were made to induce pors but none were successful. Current levels and various digital tests read nominally. No conclusion can be made about the original series of pors and output anomalies.

Manufacturer narrative:
Product event summary: a visual inspection of the stacked chip scale package (scsp) was performed. Copper anomalies were observed at exposed traces in the side of the printed circuit board substrate of the scsp. Electrical shorts consistent with the locations of the anomalies were simulated on a system bread board. The results of the simulations did not match both the no pacing output and non-functional telemetry failure conditions observed in this device. Additionally, the simulations caused a high current condition on the system breadboard and the battery in this device was not depleted. The scsp is in hybrid position u10.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed; the analysis was inconclusive/incomplete. Analysis confirmed that the device had no telemetry and no output. The battery was measured to be at 3.15 volts and during this measurement procedure, the device started to alarm "beeping" and after this, telemetry was noted to be functional. The device was interrogated and several power on resets (pors) were noted. The device was noted to be functioning nominally upon receipt and throughout the analysis. The pors were confirmed. Various attempts were made to induce pors, but none were successful. Current levels and various digital tests read nominally. No conclusion can be made about the original series of pors and output anomalies.